Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an anorectal nevus procedure performed on (B)(6) 2026. It was reported that during the procedure, three bands deployed at the same time. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.